Manufacturer narrative:
The reported events of failure to capture and no sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) failed to capture and had no sensing diagnostics. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.